Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-jul-2020. The most recent information was received on 23-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure (batch no. 315969-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient was found to have colon cancer ("early colon cancer") and metastases to ovary ("ovarian metastasis") and experienced acquired gene mutation ("developed genetic mutation (not hereditary)"), 6 years 4 months after insertion of essure. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, colon cancer, metastases to ovary and acquired gene mutation outcome was unknown. The reporter considered acquired gene mutation, colon cancer, medical device removal and metastases to ovary to be related to essure. The reporter commented: current status: early colon cancer and ovarian metastasis. The oncogenetics department where I have been going and which carried out the analysis was not currently able to certify that my mutation was directly related to the implants. Nevertheless, this is my belief, and it should be possible to link together the different cases of this same type of side effect that have been observed diagnostic results (normal ranges are provided in parenthesis if available): gene mutation identification test - on 03-mar-2019: oncogenetics: positive for genetic mutation (not hereditary). Lot # 315969 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure (batch no. 315969) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient was found to have colon cancer ("early colon cancer") and metastases to ovary ("ovarian metastasis") and experienced acquired gene mutation ("developed genetic mutation (not hereditary)"), 6 years 4 months after insertion of essure. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the colon cancer, metastases to ovary and acquired gene mutation outcome was unknown. The reporter considered acquired gene mutation, colon cancer, medical device removal and metastases to ovary to be related to essure. The reporter commented: current status: early colon cancer and ovarian metastasis. The oncogenetics department where I have been going and which carried out the analysis was not currently able to certify that my mutation was directly related to the implants. Nevertheless, this is my belief, and it should be possible to link together the different cases of this same type of side effect that have been observed. Diagnostic results (normal ranges are provided in parenthesis if available): gene mutation identification test on (B)(6) 2019: oncogenetics: positive for genetic mutation (not hereditary). We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.